Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, surgical intervention. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent an unknown breast surgery for clinical study with mentor memorygel, 500cc silicone breast implants which bilaterally had issue with capsular contracture. Right side had baker grade ii and left side had baker grade iii after the implantation. As a result bilateral secondary procedure was done and the issue resolved. This report is for the left side.

Manufacturer narrative:
On july 06, 2021 additional information received indicated that the procedure was "unspecified breast augmentation", and patient height is "5.58 ft". This pc is part of the glow study. Manufacturer¿s reference number: (B)(4).